Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, the mobile board was defective. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported that the handpiece for cutting, and coagulation on his olympus electrosurgical generator was not functioning on the second monopolar port. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The hand switch had stopped working after about 30 minutes of testing. No other faults were noted during the evaluation. No visible damage, no burned sections, and no signs of liquid inside the device. The faulty component will have to be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.